Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she changed the site the day before and her blood glucose was in the 200s mg/dl. The customer changed again the infusion set, but there was no error alarm or insulin delivery. The customer stated that the tubing was kinked and the insulin pump should alarm no delivery. The blood glucose reading was 249mg/dl. Troubleshooting was performed, and the device failed the high pressure test. No further information was provided.